Event description:
The initial reporter stated that the pump had food backing up in the tubing and that it was running slowly. They stated that the pump did not alarm, but it is unclear what alarm would have been expected. They did not provide any information about the rate or dose the pump was programmed for or the amount of the formula that was added to the feeding set. At the time of the complaint the initial reporter stated that they did not have any additional information about the complaint because it was not available. They did state that there had been no adverse effects to the patient. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. The pump was serviced and returned to the customer.